Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to defib monitor flex cable not fully seated on a connector of the processor/bridge/pace board. The connection was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.